Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a stanford type b dissection using two gore® tag® thoracic endoprostheses ( (B)(4), proximal) and an gore® excluder® aaa endoprosthesis aortic extender component. Prior to the implantation of the devices, a bypass surgery was performed on the left subclavian artery in order to maintain blood flow, as the left subclavian artery would be intentionally covered by the proximal device. The final angiography showed a minor proximal type I endoleak from the portion of the overlap of the device and left subclavian artery. The cause of the endoleak was likely due to a lack of circumferential sealing. The physician determined to monitor the patient. On (B)(6) 2010, follow-up CT images showed the persisting type I endoleak with no aneurysm enlargement. On (B)(6) 2011, follow-up CT images showed the persisting type I endoleak with no aneurysm enlargement. On (B)(6) 2011, a dissection at the aortic arch was identified. This was most likely a progression of the existing dissection. On (B)(6) 2011, an open repair was performed to treat the dissection with a vascular graft. The vascular graft was not anastomosed with the tag® device. There was a segment of native aorta between the vascular graft and tag® device. On (B)(6) 2012, coil embolization was performed to treat the persisting type I endoleak. The patient developed paraplegia on the same day of the procedure. Medication treatment and rehabilitation was provided to treat the paraplegia. The cause of the paraplegia is unknown. The patient was transferred to a different hospital for continuous rehabilitation. No further information is available.

Manufacturer narrative:
Event description has changed. Endoleak has been determined to be a type ii.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a stanford type b dissection using two gore® tag® thoracic endoprostheses ((B)(4), distally; (B)(4), proximal) and an gore® excluder® aaa endoprosthesis aortic extender component. Prior to the implantation of the devices, a bypass surgery was performed on the left subclavian artery in order to maintain blood flow, as the left subclavian artery would be intentionally covered by the proximal device. The final angiography showed a minor type ii endoleak from the portion of the overlap of the device and left subclavian artery. The cause of the endoleak was likely due to a lack of circumferential sealing. The physician determined to monitor the patient. On (B)(6) 2010, follow-up CT images showed the persisting type ii endoleak with no aneurysm enlargement. On (B)(6) 2011, follow-up CT images showed the persisting type ii endoleak with no aneurysm enlargement. On (B)(6) 2011, a dissection at the aortic arch was identified. This was most likely a progression of the existing dissection. On (B)(6) 2011, an open repair was performed to treat the dissection with a vascular graft. The vascular graft was not anastomosed with the tag® device. There was a segment of native aorta between the vascular graft and tag® device. On (B)(6) 2012, coil embolization was performed to treat the persisting type ii endoleak. The patient developed paraplegia on the same day of the procedure. Medication treatment and rehabilitation was provided to treat the paraplegia. The cause of the paraplegia is unknown. The patient was transferred to a different hospital for continuous rehabilitation. No further information is available.